Event description:
Reportedly, the device was explanted after approximately 3 years, due to calcification. Event date, 2008, is an approximate date. No further information provided.

Manufacturer narrative:
Device not returned.